Event description:
A customer reported that the handpiece was not recognized during surgery. The system was exchanged to complete the procedure. There was not pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).